Event description:
The reporter did back to back blood glucose tests, using the same finger stick. Reporters results were 360, 219 and 176mg/dl. Reporter was feeling dizzy, light headed and nauseated. On follow-up the reporter cleans the meter on a regular basis, and checks the confirmation dot when testing. Reporter described an accurate technique of applying blood. No harm was alleged.